Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that quite often the device will not charge the implant to 100%. They always keep it on charge when not in use, so they would expect it to fully charge. The controller indicates 100% when they start but actually charges sometimes to 90%. The cause was not established after being re-directed to their healthcare provider (hcp). The actions/interventions involved removing the battery and starting all over again. After inserting the battery the same thing occurs. They are usually in the red each morning. Most mornings it takes about one hour to charge up to 100%, some mornings quicker. They are unsure of what the difference is. The issue is not resolved and are not sure what to do next.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they have to charge their implant more frequently now and their implant is taking longer and longer to charge. When asked for the event date, patient said they have been charging more frequently for quite some time now, possibly back to 2024, but they could not confirm. Patient mentioned back in 2024 they were seen by a manufacturer representative (rep) for reprogramming, and rep allowed patient to charge less frequently. Patient said it has been taking longer to charge their implant for probably a month. Patient stated they mentioned that it was taking longer to charge to their manufacturer representative (rep) but they did not know when they were first notified. Patient said they used to charge the implant every 5 days and now they had to charge every day and it didn't even last the whole day. Patient said the day before yesterday it took almost 2 hours to charge. Patient stated it is taking such a long time to recharge the implant and it is a nuisance. Patient said they had the controller attached to the modem and the implant would stay at 50% for like 20 minutes, then wouldn't move at all, so they would mess with it again and push all the buttons again and it would start charging again, but quite often the implant wouldn't get up to100% and 100% wouldn't last all day. Patient mentioned that they were going for 5 days without having to charge and then 3 days, and now daily. Agent reviewed with patient that the charge duration was based off of usage and that if they noticed that was becoming an issue, they would need to discuss with their representative/healthcare provider. Patient was redirected to healthcare provider to address the recharge frequency issues. Patient stated they put the controller on the power supply cord immediately after recharging their implant. Patient stated their rep had walked them through resetting the controller but that did not resolve the issue. Agent attempted to walk patient through resetting the controller on the call, but patient was unable to remove the back battery door. Patient did not have anyone with at the time of the call to assist. The issue was not resolved through troubleshooting. Patient will call back later for further troubleshooting. No symptoms were reported. Additional information was received from the rep. Rep reports that when they talked with the patient it appeared their system was operating properly.

Manufacturer narrative:
No date was provided for b3 date of event. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.